Event description:
Subsequent information was received indicating that the patient underwent an invasive procedure in which the right ventricular (rv) lead and pacemaker was explanted and replaced with a new system. Additional information obtained from a local field representative indicated that the lead was tested on a pacing system analyzer (psa) and out of range impedance measurements were observed. The lead and header connections were also checked and confirmed secure prior to disconnecting the lead from the device. The explanted products were unable to be obtained for return. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited a high out-of-range pace lead impedance measurement greater than 2,000 ohms in both unipolar and bipolar configurations. The daily measurements showed increasingly high pace impedance measurements. The patient was subsequently referred to an electro physiologist (ep) for further follow up. A local field representative was contacted but was unable to provide further information. The system remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.